Event description:
It was reported that when the patient presented in clinic after receiving a vibratory alert, noise and low, out of range pacing lead impedance were observed. The lead was capped and replaced. During the replacement, the physician noted externalized conductors on the lead.

Manufacturer narrative:
(B)(4).